Manufacturer narrative:
(B)(4). Product not returned for evaluation. No replacement product needed at this time. Customer will call back. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose results. Husband is calling on behalf of the customer. The customer is concerned with hi display. The expected fasting blood glucose test result range is undisclosed. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer does not have the meter and/or strips with them at this time. Customer to call back with meter and strips.